Manufacturer narrative:
Device was received with power error due to non-sleep anomaly software error. Hardware low level failures error appeared after failing the self test. Noted broken solder joint at pin of ambient light sensor. Device failed the sleep current test. Failure has been isolated to electrical board. Device passed the displacement test and the active current test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had received this alarm was generated when a power system error back-up battery fails is detected and this error does not prevent the pump from running. The customer¿s blood glucose level was unknown. Customer troubleshoot was not performed. Insulin pump will be returned for analysis.